Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 37744, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the programmer was working intermittently as it was not adjusting the therapy parameters without being stuck. The patient had to remove the batteries and put them back in to reset the programmer to normal function. The programmer was getting randomly stuck and it was replaced. The issue was resolved at the time of report. Surgical intervention did not occur but was planned for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of a clinical study reported that the patient was to received surgical intervention to reposition the stimulator as it had shifted inside the body.

Manufacturer narrative:
Manufacturing site ID updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.